Manufacturer narrative:
The device was explanted and will be returned for analysis.

Event description:
Reportedly during an follow up performed on (B)(6) 2017 two ventricular fibrillation episodes were recorded in the device memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. Another episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017. On (B)(6) 2017, during another follow-up, noise could be observed in recorded episodes and on real-time egm test. The physician decided to replace the ventricular lead and the subject device on the same day. With x-rays, no obvious damage to the ventricular lead was identified around the areas where the lead body was inserted into the vein or located around the subject device. During explantation: a lead pull test confirmed that the ventricular lead was securely connected to the subject device; the lead was tested using a pacing system analyzer with the lead body bent between the trifurcate part and the area fixed with the suture sleeve: no noise was observed. The ventricular lead was cut off and abandoned inside the patient. The explanted portion of the ventricular lead and the subject device will be returned for analysis.

Event description:
Reportedly during an follow up performed on (B)(6) 2017 two ventricular fibrillation episodes were recorded in the device memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. Another episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017. On (B)(6) 2017, during another follow-up, noise could be observed in recorded episodes and on real-time egm test. The physician decided to replace the ventricular lead and the subject device on the same day. With x-rays, no obvious damage to the ventricular lead was identified around the areas where the lead body was inserted into the vein or located around the subject device. During explantation: - a lead pull test confirmed that the ventricular lead was securely connected to the subject device; - the lead was tested using a pacing system analyzer with the lead body bent between the trifurcate part and the area fixed with the suture sleeve: no noise was observed. The ventricular lead was cut off and abandoned inside the patient. The explanted portion of the ventricular lead and the subject device will be returned for analysis.

Manufacturer narrative:
The preliminary analysis suggests that the reported event is due to a lead issue.

Event description:
Reportedly during an follow up performed on (B)(6) 2017 two ventricular fibrillation episodes were recorded in the device memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. Another episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017. On (B)(6) 2017, during another follow-up, noise could be observed in recorded episodes and on real-time egm test. The physician decided to replace the ventricular lead and the subject device on the same day. With x-rays, no obvious damage to the ventricular lead was identified around the areas where the lead body was inserted into the vein or located around the subject device. During explantation: - a lead pull test confirmed that the ventricular lead was securely connected to the subject device; - the lead was tested using a pacing system analyzer with the lead body bent between the trifurcate part and the area fixed with the suture sleeve: no noise was observed. The ventricular lead was cut off and abandoned inside the patient. The explanted portion of the ventricular lead and the subject device will be returned for analysis.

Event description:
Reportedly during an ICD follow up performed on (B)(6) 2017 two vf episodes were recorded in the ICD memory. Both of the two episodes showed ventricular noise oversensing on the egm while not resulting in any inappropriate shock delivery. One svt/st episode recorded at 04:50 on (B)(6) 2017 also showed ventricular noise oversensing. It was decided to continue monitoring the patient and the next follow-up was scheduled for (B)(6) 2017.